Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified. (Expiry date: 05/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at the fourth inflation attempt. There was no reported patient injury.